Event description:
It was reported that the calf support would not lock in place. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.